Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from hospital report: the ventilator is malfunctioning and unable to provide respiratory support to the patient. After reporting for repair, the maintenance engineer discovered that the battery is malfunctioning and needs to be replaced.

Manufacturer narrative:
The ventilator was found defective during the preoperational check and it was reported to the biomed department. The biomed engineer found that it was a battery defect, and the machine returned to normal after repair with a battery purchased from the third-party maintenance company of the hospital. The battery is a consumable accessory, with requirements for maintenance and service life. The clinical staff is required to regularly check the consumable accessories to ensure their function. The event was due to the failure to replace or charge the consumable accessory in time.

Event description:
Hamilton medical ag received the following event description from hospital report: the ventilator is malfunctioning and unable to provide respiratory support to the patient. After reporting for repair, the maintenance engineer discovered that the battery is malfunctioning and needs to be replaced.

Manufacturer narrative:
The ventilator was found defective during the preoperational check and it was reported to the biomed department. The biomed engineer found that it was a battery defect, and the machine returned to normal after repair with a battery purchased from the third-party maintenance company of the hospital. The battery is a consumable accessory, with requirements for maintenance and service life. The clinical staff is required to regularly check the consumable accessories to ensure their function. The event was due to the failure to replace or charge the consumable accessory in time. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: hamilton medical ag noticed that the reported device (brand name: galileo) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d4, g6, h2, h11

Event description:
Hamilton medical ag received the following event description from hospital report: the ventilator is malfunctioning and unable to provide respiratory support to the patient. After reporting for repair, the maintenance engineer discovered that the battery is malfunctioning and needs to be replaced.